Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. This report represents case #1 reflected in the article. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: two cases of ventricular proarrhythmia from automatic threshold measurement features in a crtd and an ICD. Ann.noninvasive electrocardiol. 2015;20(6):604-608. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient was admitted to the hospital after "several syncopal episodes." The device was interrogated and several episodes of ventricular fibrillation (vf) were seen. The author indicated that the vf episodes were initiated during the capture management feature of the device. The device was undersensing. The capture management feature was turned off which in turn resolved the issue. Follow up with home monitoring for the next nine months, found no further episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.